Event description:
The customer reported that a portion of the blue jaw fell off the device and into the patient cavity. The damage occurred from contact with the sharp edge of the trocar when the instrument was being removed. The material was removed from the patient by a grasper and there was no injury. There is no further patient information available.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.